Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 12aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported pressure error failure issue. The fse replaced the (pcba) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported pressure accuracy failure. There was patient involvement, but no one was harmed.